Event description:
A company representative advised the footswitch was not working wirelessly or when connected by the cable, prior to a procedure. There was no patient involvement. The scheduled procedure was performed with an alternate system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 26, 2014. Based on qa assessment and a review of the manufacturing record in (B)(6), the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).